Event description:
The monopolar hook tip cautery was being used by dr. (B)(4) to dissect the gallbladder from the liver, per dr. Anderson, bovie unit (B)(4) was set to cut 1 and coage 85 with a setting of spray, the pt was grounded with pad (B)(4) to the left thigh. The protective insulation sheath surrounding the cautery tool melted while the tool was in the pt's body and arcing of the electricity was noted by dr. (B)(6). The device was placed in a biohazard bag and sent to the office of sterile processing mgr and vm left on his machine explaining the incident. Chip yellow insulation cover at tip of device. Reason for use: surgery. Event abated after use stopped or dose reduced: yes.